Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of both tabs broke off. The root cause is attributed to misuse. Previous investigations found consultation with depuy engineering stated that if used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the handle and facilitate a spreading of the ears and eventually fracturing over time. The date code a0411 indicates the instrument was manufactured in april of 2011. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T-handle cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.